Event description:
It was reported that during a remote follow up, the device was unable to be interrogated via radio frequency (rf) telemetry and abbott technical services were contacted. Later, a manual transmission was performed and the device was successfully interrogated. No additional intervention was required. The patient was in stable condition.